Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, some residue was noticed on the clear inside lid. Another product was open and used. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Visual evaluation of the returned product identified that the retainer (item: 88-4400-791-00) exhibits material transfer from the inner lid stock (item: 88-4400-531-00). DHR was reviewed and no discrepancies relevant to the reported event were found. The product was likely non-conforming when it left zimmer biomet control based on the evaluation of the returned product. The white residue found on the retainer is glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon and does not cause any risk to the patient. All materials are biocompatible and the adhesive residue does not contact the implant because it is contained in a poly bag. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.